Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Surgeon reports via sales rep that there was a revision on the (B)(6) 2013, where an old non stryker stem was revised for an r3 cup and a restoration modular cone conical. The customer reports that the dall miles cable snapped while being tightened around the femur. An alternative cable was used to complete surgery. The sales rep reports that the surgeon did mention that there may have been a kink in the cable that snapped. The sales rep reports that the dall miles cable which snapped is either 3704-0-050 lot: 44609405 or lot: 44928004. The theatre staff were not sure exactly which one as they were opened together.

Manufacturer narrative:
An event regarding crack/fracture involving a dall mile cable was reported. The event was not confirmed. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further.

Event description:
Surgeon reports via sales rep that there was a revision on the (B)(6) 2013 where an old non stryker stem was revised for an r3 cup and a restoration modular cone conical. The customer reports that the dall miles cable snapped while being tightened around the femur. An alternative cable was used to complete surgery. The sales rep reports that the surgeon did mention that there may have been a kink in the cable that snapped. The sales rep reports that the dall miles cable which snapped is either (B)(4) lot: 44609405 or lot: 44928004. The theatre staff were not sure exactly which one as they were opened together.